Manufacturer narrative:
Device evaluation: the evaluation has not been completed. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the evaluation has been completed. Evaluation, method: process evaluation.

Event description:
The user reported that during the diagnostic portion of a percutaneous coronary intervention procedure, the guide wire kinked 3cm below the distal tip. The core wire was exposed. No harm or injury was reported. The physician then took another wire from the same lot and tested it on the table. The physician was able to re-create the failure. The user stated that the physician may have been trying to straighten the guide wire when the failure occurred.